Event description:
User facility reported: during a cardiac diagnostic procedure, while using the acist angiographic contrast injector, an injection motor malfunction (over speed) error message occurred. The hospital staff turned the system's power supply off and then back on, and a communication error (hc16) error message occurred. The ram then moved forward slowly and approximately 30ml of contrast was injected by the system. A patient was connected to the system at the time of this malfunction. There was no reported adverse health consequence to the patient.

Manufacturer narrative:
The hospital discontinued use of the acist angiographic injection system in 2008, and returned the angiographic injector system to acist's forign distributor. Although requested, the angiographic injector system was not returned to acist for analysis. Acist's distributor's service center tested the system four days later. They were unable to reproduce the devices malfunction and confirmed that the 14-pin connector between the system's servo amp to the power board was not loose. Acist's sr software engineer reviewed the system's event log file, and the event log file confirmed the reported occurrences of the injection motor malfunction (over speed) and hc16 communication error messages and ram movement. Acist's distributor's service center replaced the logic board and added a second layer of foam tape to the back side of the logic board to provide additional assurance that the 14-pin cable connection between the servo amp and the power board will not become loose. Previous investigation and testing has determined that if this 14-pin connector was loose, it could create some intermittent contact between the pins. Because of the routing of the cable, pins 1 and 2 are the probable points of making intermittent contact. Testing determined that intermittent contact of pins 1 and 2 can cause the injection pump motor to start turning either in or out. This can cause either a system motor re-start or a disengagement of the syringe wiper. The current design of the logic board in the pump electronics assembly has one layer of foam tape at the location of the 14-pin cable connection. Addition of the second layer of foam tape to the back side of the logic board provides additional assurance that the 14-pin cable connection will not become loose. After completion of the rework, functional tests were performed on the system and the system met all pre-established specifications. Based on historical review of complaint data for 2004 through 2008, there have been no reported adverse events associated with this problem. Acist will continue its investigation into this problem and if new information is obtained from the investigation, a follow-up report will be submitted. This report is considered closed.